Manufacturer narrative:
The CT 9000 adv injector was evaluated by a field service engineer and found to be fully functional with all warnings and safety features operating as intended and within manufacturers specifications.

Event description:
An unk amount of air injected into pt during a CT of the chest of a female pt, approximate age (B)(6). Customer reports they were not using a prefilled syringe and indicates the incident is probably due to poor technique by the technician. Precautions were taken as pt was transferred to the ccu for the observation. A follow-up CT was performed to verify no air and pt released the following day with no adverse effect.